Manufacturer narrative:
See b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient and repeated previously documented information. Patient mentioned the controller was turning white when they were charging their implant. Patient noted it took from thursday to saturday to get their implant to 100%. Agent instructed patient to check for visible damage; patient confirmed no visible damage to the controller compartment pins, controller port and li battery pack pins. Patient unlocked the controller; controller showed no device found then connect the recharger. Agent instructed patient to start a charge session; controller showed 30% and implant 90%. Patient confirmed the charging speed is level 4. Patient denied any recent falls/trauma and weight loss/gain. Agent instructed patient to stop the charge session and charge their controller. The issue was not resolved. A request was sent to repair to replace the controller. See pe " 708103770" for previous equipment replacements.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient treated for pain stimulation with an implantable pulse generator (ipg) experienced multiple problems charging the implanted neurostimulator. The patient described difficulty connecting to the implant, requiring frequent controller resets, with the controller screen either spinning without action or returning to the home page. Despite indications of excellent charge quality and a green light, the implant battery did not charge after an hour, while the controller battery decreased. The patient reported messages such as "terminated," "recharging needs attention," "finished," "no device found ," and a message indicating the controller battery needed to be replaced or was dead even when at 100%. The patient needed to charge the implant daily for one to two hours, with the implant battery always dead at the start of charging attempts and sometimes unable to charge on certain days. The controller battery would drain from full to empty during charging attempts. The patient was unaware of the passive recharge mode (prm) procedure and the "trying to recharge" screen with numbers. Troubleshooting included reviewing multiple device replacements of all external components, cleaning and inspecting ports, and resetting the controller, which sometimes allowed successful charging. The patient was advised to follow the prm procedure and to contact support during future charging attempts to ensure proper process. No patient complications have been reported as a result of this event.